Event description:
It was reported that the zimmer air dermatome began to skip and jump when harvesting the skin graft. The thickness of the skin graft was non-uniform. The original graft site was "gone over" again with a second dermatome and the tissue was tissue was "patched" together.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up medwatch will be submitted once the device is returned and the investigation is completed.